Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture threshold. This lead had dislodged shortly after implant, and it was suspected of perforation. It was also noted that echocardiogram and cine imaging were performed and identified a pericardial effusion. This lead was surgically abandoned, and a new lead was implanted instead. No additional adverse patient effects were reported.